Manufacturer narrative:
The customer¿s report of an unspecified accuracy issue was not confirmed. However, the pump module was identified with a faulty upper fsa pressure sensor (error code 240.4150.0: sensor broken high failure). Physical inspection of the device noted both iui connectors were observed to be dull. There was no other damage or anomalies observed. Review of the pump module event log identified the last recorded infusion programmed at 2:11pm on (B)(6) 2020. The infusion rate was programmed with 75ml/h and a vtbi of 449.5ml and the infusion was started. The device alarmed for channel malfunction (error code 240.4150.0: sensor broken high failure) at 2:12:30 pm which was also confirmed in the device error logs. The next power on attached observed for the pump module was on (B)(6) 2020 at 3:19pm. Testing performed on the device identified an error code 240.4150.0 caused by a sensor broken high failure. Functional testing was performed with a good known replacement upper fsa pressure sensor on the device at the rate of 75 ml/h for a 1hr period. The infusion completed successfully, and no errors were observed. Rate accuracy testing performed found the device delivering fluid within specification. The root cause of the customer¿s report of an unspecified accuracy issue was not determined. The root cause of the customer¿s report of an error code 240.4150.0 was attributed to a faulty upper fsa pressure sensor. The proximate cause of the failed fsa pressure sensor is likely related to faulty internal sensor circuits. A contributing factor has shown the issue related to excessive force applied to the sensor during clinical operation or during handling. Device history review: review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 16apr2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 30jul2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device had an unspecified accuracy issue. It was noted that the calibration or pressure needs to be replaced. Although requested, additional information was not provided.